Manufacturer narrative:
(B)(4). Product evaluation indicated that there was no malfunction of the device. Most likely underlying root cause of malfunction noted in the complaint: user had poor storage of strips or control solution. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/06/2014).

Event description:
Consumer complaint of high control test results. Performed control test, result was 168 mg/dl, outside of the required control range of 29-59 mg/dl. Based on parkes error grid analysis, the bias between the control result given (168) and the lowest result that could be correctly obtained (29) is located in zone c/e. No adverse event reported.